Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly stuck in the guidewire and tear the patients vein upon removal. The patient status was unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta catheter was returned for the evaluation. Visual evaluation was performed and noted that sample appeared bloody. It was noted the guidwire was within up to the luer. Performance evaluation was performed, guidwire appeared to be stuck within the catheter, it extended out the distal tip. Attempt made to flush guidwire lumen, but water was not exiting from the distal tip. After multiple attempts, the guidwire was able to retract distally. It was noted the returned gw had dried blood residue all throughout the length of it. The catheter gw lumen was then flushed multiple times and with the returned guidwire it was inserted from the distal end to exit out of the gw luer. However, the investigation is confirmed for the reported difficult to remove and device-device incompatibility issue, as multiple issues were faced for withdrawing the guidewire initially from the device. A definitive root cause for the alleged difficult to remove and device - device incompatibility issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date: 03/2023 section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly stuck in the guidewire and tear the patients vein upon removal. The patient status was unknown.